Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer changed all supplies and resumed insulin after each alarm.